Event description:
Healthcare professional reported right side "signs of rupture of the right implant with signs of extracapsular leakage". Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "signs of rupture of the right implant with signs of extracapsular leakage."

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Device has been explanted.